Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient experienced a pericardial effusion and cardiac perforation. The physician believed the effusion could have been present at the junction of the inferior vena cava (ivc) and the right atrium (ra); the suspected effusion was noticed on intracardiac echocardiography (ice) when viewing the right pulmonary veins with a non-boston scientific ultrasound catheter after completing pfa applications to the left pulmonary veins. A pericardiocentesis was performed and removed about 400cc of fluid. The patient was sent to the intensive care unit (ICU) where another pericardiocentesis was performed four hours later, removing about 150cc of fluid. The patient stabilized while in the ICU. It is unclear if the procedure was completed successfully, as the available information only confirmed ablation of the left pulmonary veins was completed.